Event description:
Customer reported a malfunction alarm identified as malf 12. Blood glucose level did not exceed 500 mg/dl, so there was no adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not resurface after the reset. Customer was advised to continue using the pump and to contact support again if the malfunction reoccurs.